Event description:
As the physician was loading the neuron 070 through the sheath, the neuron "fell apart", or broke, at the distal end. The physician did not use the peel-away introducer included in the neuron packaging. The neuron was safely removed and a new one was used to complete the case successfully. The hospital would not provide any additional details regarding the incident.

Manufacturer narrative:
Device investigation: results: the distal tip of the catheter is ovalized and there is a stretched and flattened section between 5.5 cm and 8.8 cm from the distal tip. A 0.070" mandrel was introduced into the hub and advanced distally. Progress was smooth with only expected friction until the tip of the mandrel reached 9 cm from the distal tip where friction stopped forward motion. The catheter is non functional. Conclusion: the complaint refers to the catheter "falling apart" during the insertion of the catheter into the sheath, however the complaint was not confirmed. Because the peel-away introducer was not used, it is likely the tip of the catheter became ovalized and stuck when inserting the catheter into the sheath. The stretching and flattening damage observed is the result of the tensile force exerted during the withdrawal of the catheter after it was caught in the sheath. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.